Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has had low blood glucose episodes lately, and that she even passed out a few days ago. She treated that event by drinking juice. The customer declined troubleshooting for her lows since she stated that she was okay and that she will see her doctor again. The customer mentioned that her lows have ranged from 30 mg/dl to 89 mg/dl. No products were shipped or returned.